Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due a suspected fracture. Noise, and oversensing resulting one inappropriate shock as well as one high out of range pacing impedance measurement was noted on this cardiac resynchronization therapy defibrillator (crt-d) . The patient was not pacemaker dependent thus no asystole was noted. This crt-d was explanted, and will not be returned. A new lead was implanted successfully with a new device. No additional adverse patient effects were reported.